Manufacturer narrative:
(B)(4). Eval, results & conclusion: (diseased and elongated aortic neck, kinked iliac artery).

Event description:
A talent stent graft was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx four months ago. Aneurysm morphology and vessel morphology at the time of implant were not reported. Currently, the aneurysm is 6 cm in diameter and there was disease progression and elongation of the aortic neck. A recent CT demonstrated that the stent graft has migrated approx 12 mm distal to the renal arteries with a type I endoleak present (ref MFR # 2953200-2011-00876). It was also noted that there is loss of seal zone of the contralateral iliac limb with no apposition between the stent graft and the vessel wall, however, there was no endoleak noted. There was also a slight kink in the contralateral iliac stent graft and artery. The cause of the seal loss in the distal area is most likely related to the elongation of the aortic neck, which resulted in the change in the iliac tortuosity and kink of the iliac artery. The pt may be treated in the next few weeks; however, no further info was provided. No add'l clinical sequelae were reported, and the pt is fine.